Event description:
Healthcare professional reported a right side "deflation". Device has been explanted and replaced.

Manufacturer narrative:
Initial reporter name and address: (B)(6). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Manufacturer narrative:
Device evaluation: "analysis of the returned device identified: creases flat and opening curved on anterior. Leak test and microscopic analysis were performed which identified: sharp opening on anterior and yellow biological tissue inner device. A dimension measurement in the shell was performed which identified the thickness within specification. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a sharp opening on anterior assessed as an unidentified (tear) opening." Additional, changed, and/or corrected data: d.9, h.3, h.6.

Event description:
Healthcare professional reported a right side "deflation". Device has been explanted and replaced.